Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and was able to verify the reported issue. The customer was advised that their device is no longer under warranty and there are no replacement options. The device was returned to the customer, unrepaired. The device has not been returned for further evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was powering itself on. This could indicate a possible short with the keypad assembly or an issue with the power circuitry. There was no report of any patient use associated with the reported issue.